Event description:
It was reported the dragonfly opstar imaging catheter was to be used in the proximal to mid left circumflex lesion. However, the image was faulty. It was also noted the imaging catheter may have fractured by hitting the stent struts. Therefore, the imaging catheter was removed and a non-abbott device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initial MDR report, the following information was provided:after device analysis, it has been confirmed there was no visible break to the device and only a measured optical break.

Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. The reported poor imaging results were not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported poor imaging results appears to be related to circumstances of the procedure. The optical fiber of the catheter was noted to be broken, which caused the reported poor imaging results. In this case, it is likely that the optical fiber break occurred due to the patient anatomical conditions. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: correction: medical device problem code 1069/break was removed.